Event description:
It was reported, that when they tried to charge the ins, they were not able to fill in the coupling boxes. A replacement recharger antenna will be mailed to the patient. No symptoms were reported. Additional information received, from the consumer. Reported, the replacement antenna didn¿t resolve the issue. The consumer clarified, the issue was the recharger wasn¿t powering on and was unable to charge the implant. Which was now depleted. The desktop charger cord appeared to be damaged, but it wasn¿t completely clear, if that was the cause of the recharger not powering on.

Manufacturer narrative:
Section d10 references: product ID: 37651, serial#: (B)(6), product type: recharger, product ID: 37761, serial#: (B)(6), product type: recharger, product ID: 37791, serial#: unknown, product type: recharger. Section d information references the main component of the system. Other relevant device(s) are: product ID: 37651, serial/lot #: (B)(6), UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Analysis of the 37651 rechargers (s/n#: (B)(6) revealed that the recharger was scrapped due to broken switches on recharge board. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.